Manufacturer narrative:
Other, other text: two cadd cassette reservoirs were returned for the evaluation of leakage. The units were visually inspected and no damages nor other workmanship defects were appreciated on the samples received. A functional testing was performed where a a syringe was used to infuse water into the cassette bag. A leak was detected fleeing from the bonding between the pump tube and the bag in both samples. Root cause was determined to be a manufacturing issue.

Manufacturer narrative:
Possible lot numbers: 4013375 or 4037752. (B)(6).

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir was leaking was leaking immediately on use. There was no patient or clinician injury.